Event description:
In 2008, the company received a report where it was claimed that air leakage occurred on the device during patient use. Replacement of the tube was required.

Manufacturer narrative:
The unit was requested back for investigation, but it has not yet been received.